Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that ¿two to three weeks¿ prior to contacting lfs, he obtained a result of 315mg/dl on the subject meter. The patient detailed that he manages his diabetes using an insulin pump and it is unclear if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that one to two weeks after the alleged meter issue, he ¿nearly fainted¿ and that on (B)(6) he self-treated with food or drink and a glucagon injection. During troubleshooting the cca noted that the test strips had expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient¿s alleged symptoms and treatment are suggestive of a serious hypoglycemic event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.